Manufacturer narrative:
The needle was returned with some form of tissue/bone lodged in the inside diameter. Parts were decontaminated and examined. The tip of the needle was bent in. The snare was not visible, but did provide some resistance when the lever was enacted indicating that it was functioning properly. After testing the snare for function, and finding it to function properly, a probe was placed into the distal end of the needle in an attempt to remove whatever was stuck inside. After several attempts the probe was inserted from proximal end, still with no success. A stylet was inserted into the distal end and rotated to allow for whatever was in there to be drilled out in a manner similar to how the stylet bores through bone. The blockage was unable to be penetrated. This needle was not used in a manner that followed the instructions for use. The stylet was removed prior to the needle fully penetrating the bone. This is evidenced by the bent tip of the canula and the appearance of bone lodged in the cannula.

Event description:
Customer reports that she was unable to retrieve the specimen from the needle because it was stuck inside the needle hub. The practitioner indicated that she used another needle from the same lot number and the second attempt was a successful retrieval of a sample.